Event description:
The pt has two leads (from the same lot) for off-label use. It was reported one of the leads was buried deeper on (B)(6) 2012. The reason for surgical intervention is unk at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.